Event description:
(B)(4). Pain management doctor diagnosed me with lumbar spondylosis, I have to start physical therapy, wear a back brace, get injections. I've been also diagnosed with fybromayalgia, restless leg syndrome,irritable bowel syndrome, depression, anxiety, migraines and panic attacks since having essure removed by hysterectomy in (B)(6) 2014.